Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-jul-2017, the fse cleared a plug in the substrate tubing and ran a daily check. The substrate background measurement passed all specifications and the analyzer resumed normal operation. The most probable cause of the reported event was a blocked tube at the junction of the tubing to substrate dispense heater. The cause of the blockage was unknown.

Event description:
On (B)(6) 2017, the customer reported a failing background check on their aia-900 analyzer. The customer primed the analyzer five times without error, changed the wash probe tips, made new substrate, and repeated the background check without resolution. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of bhcg and hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.